Event description:
It was reported that the patient experienced erratic blood glucose following breakfast while using the ilet bionic pancreas with a dexcom g7, including a rise to the 190s¿338 mg/dl and a subsequent overcorrection into the 50s; caregivers treated the low with fast-acting carbohydrate and additional food, and later observed rising glucose with the pump providing maintenance microdoses without visible correction boluses, in the context of a recent supply change and likely incorrect meal announcement size, with user interaction through the pump user interface. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for unexpected medication intervention to treat glucose excursions and classification as a serious illness/impairment. Investigation included communication with caregivers, analysis of information provided by the user, and review of available data. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure or method, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.